Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the visual inspection of the complained purple schanz screw (available art: 04.627.607s) shows that a part of the threaded tip is broken off and the shaft was intra - operative reduced / cut off. The returned broken part is 50 mm long (original length is 190mm). The broken threaded tip is for further evaluation not available. Further investigation of the schanz screw has shown that residue of cement are visible at the tip as well in the long hole. Dimensional inspection: shaft diameter was measured and found to be within specification per relevant drawing. Inner hole diameter was not possible to measurement filled with cement the measured dimensions were found to be within the given specifications per the drawings referenced above. The anodized purple layer is worn away at the damages which indicates that they were caused post-manufacturing. Document/specification review: according to declared article number of a mis schanz screw ø 5.0mm, perforated (art. 04.627.607s)relevant drawing was reviewed. Based on the mentioned above damage it can not be clearly identified anymore. Furthermore that during the surgery the shaft with the specific article number / lot number of mis schanz screw were reduced / cut off. As the lot number is unknown we are not able to research the device history record and the manufacturing documents which shown dimensional, visual and packaging criteria at the time of release during the manufacture that would contribute to this complaint condition. Summary: the received condition of the schanz screw is concordant with the complaint description and the complaint condition is confirmed. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous surface what indicates material conformity. Based on the received few information we can not determine the exact root cause. We can only assume that there was a complication during the healing process that caused this breakage. The mis schanz screw in question could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation which indicate that the implant was exposed to high loads. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on oct. 07, 2020 that the screw was fractured uss mis. The screw was cemented with vertecem. It was discovered by the x-ray. The screw was implanted on (B)(6) 2019 and revision surgery was performed on (B)(6) 2019. The outcome of the procedure was unknown. There was no patient consequences reported. This complaint involves one (1) device. This report is for (1) mis schanz scr ø5 perf l45. This is report 1 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.